Event description:
The customer reported receiving a button error alarm. The customer stated that they were performing a task on the insulin pump and it froze. The blood glucose at the time of the call was 174 mg/dl. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. No frozen screen noted. The insulin pump passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.